Event description:
Complainant alleged that while attempting to treat a female pt that was in cardiac arrest, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The customer has indicated that they were using non-zoll batteries at the time of the event.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.